Manufacturer narrative:
Continuation of d11: product ID 8709 , serial# (B)(6), implanted: (B)(6) 2009. Product type catheter .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on (B)(6) 2020. It was reported that the connector portion of the catheter to pump was replaced during surgery. It was noted that the hcp routinely does this during replacement surgeries. The hcp flushed the connector segment with drug prior to connecting it to the implanted catheter and the new pump.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on 2020-oct-27. It was reported that the catheter was sluggish at a refill, but the patient was happy with pain relief. The patient was "active more than normal."

Manufacturer narrative:
Continuation of d11: product ID: 8709, lot#/serial#: (B)(6), implanted: (B)(6) 2009, product type: catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml of morphine at 6.490 mg/day and 14.0 mg/ml of bupivacaine at 4.543 mg/day via an implantable pump for spinal pain. On (B)(6) 2020, it was reported that the patient had a normal catheter dye study on (B)(6) 2020 that determined that the pump system was intact and functional. However, it was indicated that the catheter system required surgical catheter revision and the patient experienced an adverse pump-related event of the battery nearing the end of life. The patient reportedly had adequate pain relief and was happy with the therapy. On (B)(6) 2020, during the pump replacement surgery, the catheter was unable to be aspirated. A back table prime was completed and the catheter was connected to the existing catheter. The patient declined to the catheter revision at that time as they were happy with their pain relief. The patient¿s medical history included postlaminectomy syndrome and cervical disc disorder at c5-c6 level with radiculopathy. On 2020-oct-26 (B)(4): additional information was received from the manufacturer's representative (rep) on 2020-oct-26. It was confirmed that the catheter was not able to be aspirated after the back table prime but no other surgical revisions occurred outside of the planned pump replacement. It was also confirmed that the physician declined to have the catheter revised at the time of the event given the patient's satisfaction with the therapy prior to the surgery.